Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. The customer¿s blood glucose was 266 mg/dl. The customer was treated with bolus from insulin pump. The troubleshooting was offered for stuck button, calibration not accepted, change sensor and high blood glucose, but customer declined. The insulin pump will not be returned for analysis.